Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were episodes of automatic mode switch due to competitive atrial pacing. There were also some ventricular over sensing that inhibited pacing. Patient was not symptomatic. No intervention performed and the patient will continue to be followed normally.